Event description:
Upon entering room rn noticed the pca pump was making a high pitched noise. The screen read that the pump had malfunctioned, stated to remove the pump from service and perform maintenance. Rn obtained a new pump, switched syringe, and tagged defective pca pump.